Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not charge) has been confirmed. As received, the charger/modem would not charge a test battery pack. Upon evaluation, there was liquid contamination on the battery board and the q1 current controlling transistor was shorted. The cause of the inability to charge is the contamination and shorted component. The cause of the shorted component is the contamination. The root cause for the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was not charging the battery packs.